Event description:
A patient was treated with balloon kyphoplasty for a vertrebral body compression fracture (level unspecified). The bone cement extravasted into the spinal canal and compressed the spinal cord resulting in paralysis of both legs. Subsequently, the reporting neurosurgeon decompressed the spine at the level of the cement extravasation, but the paralysis presisted.